Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioflex meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged issue began on (B)(6) 2017 at 2:19pm when she obtained results of ¿111, 106, 116 and 108mg/dl¿ using the subject device within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. The patient manages her diabetes using metformin 500mg and glyburide 2.5mg and did not specify making any changes to her usual diabetes management routine in response to the reported issue. The patient claimed experiencing symptoms of ¿dizzy, shivering and hungry¿ 1 hour 20 minutes after the alleged issue began and reportedly self-treated by consuming additional food and/or drink on (B)(6) at 9:39pm in response to the reported event. At the time of troubleshooting, the csr determined that the same approved sample site was used for testing and that the unit of measure was set correctly at time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.